Manufacturer narrative:
Reported event: an event regarding infection involving a jts, distal femoral replacement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant for review was for distal femoral replacement which was inserted in 2020. The surgeon reported that the implant needs to be revised due to infection. The CT image provided shows that the distal femoral implant has been removed and replaced by a metal rod and cement spacer. The remaining bone shows erosion, blurry and resorption which indicate the infection has occurred. Therefore, the radiographic review can support the clinical report and reason for revision. Device history review: review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced sterile lot: uk34s12435435-1-1 there have been no other events for the sterile lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Catalog numbers and lot codes of other devices listed in this report: smcap01:smiles knee axle cap exsm, lot b25541. Smbpr00: smiles knee bumpers exsm, lot b26317 smbsh00 : smiles knee bushes exsmall, lot b25938. Smtbc00: passive grower tib bearing xsm, lot b24221. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for surgery and reason for revision noting infection. The patient currently has a cement non-articulated spacer.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: unknown axle cap; lot unknown. Unknown bumper pad; lot unknown. Unknown bushes; lot unknown. Unknown passive tibial bearing; lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for surgery and reason for revision noting infection. The patient currently has a cement non-articulated spacer.